Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that on the day following initiation of intra-aortic balloon (iab) therapy, while the patient was in intensive care unit (ICU), there was a "rapid gas loss" alarm generated. The customer could not determine the cause of the alarm and continued iab therapy. Two days after the alarm was generated the iab was removed and therapy ended. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. One kink was observed on the catheter tubing approximately 75.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing were performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm, rapid gas loss event cannot be confirmed by the evaluation. We were unable to duplicate the reported alarm, rapid gas loss problem. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on the day following initiation of intra-aortic balloon (iab) therapy, while the patient was in intensive care unit (ICU), there was a "rapid gas loss" alarm generated. The customer could not determine the cause of the alarm and continued iab therapy. Two days after the alarm was generated the iab was removed and therapy ended. There was no reported injury to the patient.